Manufacturer narrative:
A medtronic representative, following-up at the site, reported that the images were correct. The software was set to standard view instead of radio-graphic view and that confused the surgeon. No further issues have been reported. No parts have been returned to manufacturer for analysis. No parts returned.

Event description:
A site representative reported that, after registration in an ear, nose and throat (ent) procedure, the right and left sides of the image were flipped. The navigation system settings showed standard view. In trouble-shooting, the medtronic representative instructed the site to change to radiographic view and the issue was resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The surgeon expected a radiographic view of the exam instead of standard view. The medtronic field representative trained the user on how to adjust the views for their preference. The software is functioning as designed. No malfunction occurred.